Event description:
It was reported to ge that an anesthetized pt rec'd a third degree burn to the abdomen during a diagnostic ultrasound examination. The elevated temperature resulted from an apparent malfunction of the mechanical drive system rather than from excessive ultrasound radiation. This appears to be an isolated occurrence.